Manufacturer narrative:
H3) a software analysis was performed. There was insufficient information to determine the cause of the event. According to the case details, the site experienced significant inaccuracy after draping the patient. Based on the case details, suspecting the frame movement while draping might have caused the reported behavior. Frame movement after registration is a common cause of accuracy issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot#: (b)(5), h6: the system was serviced in the field by a medtronic representative. A software failure was found. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after successfully registering and draping the patient, the site stated they were experiencing significant inaccuracy. During troubleshooting, the surgeon may have removed frame to reseat and was it was not fully re-seated, still inaccurate after re-seating frame. Medtronic navigation was aborted. The surgeon stated both the computer tomography (CT) and magnetic resonance imaging (MRI) were inaccurate. It was noted that they suspected draping and following frame movement caused the inaccuracy. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome.